Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, there were no confirmed complaints observed.

Event description:
Abbott diabetes care received a social media report which reported the following information: a facebook message received stated a customer had "severe health issues such as ketoacidosis, stomachache, and seizure" while wearing the adc freestyle libre sensor. Additionally, the customer stated that they obtained a scan 135mg/dl when compared to a laboratory result of 1000mg/dl. The customer received unspecified treatment for dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a social media report which reported the following information: a (B)(6) message received stated a customer had "severe health issues such as ketoacidosis, stomachache, and seizure" while wearing the adc freestyle libre sensor. Additionally, the customer stated that they obtained a scan 135 mg/dl when compared to a laboratory result of 1000 mg/dl. The customer received unspecified treatment for dka. There was no report of death or permanent injury associated with this event.